Event description:
It was reported via clinic notes received that the patient was previously hospitalized after a flurry of seizures. The physician noted that he prescribed phenobarbital for the patient and she was doing well following. Follow-up for further information has been made however it was indicated that no further information is available because the physician is no longer practicing at that office.